Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date; and a suture was used. During the procedure, the suture got frayed during use. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/27/2020. Additional information: d4, d10, g1, h4, h6. A manufacturing record evaluation was performed for the finished device lot number pbb080, and no non-conformances related to the reported complaint condition were identified. Additional h3 investigation summary: an empty labeled winding former, a two needle-/suture pieces of product code w8925, lot # pbb080 were received for evaluation. The product code is double armed. During the visual inspection of two needle/suture pieces, the swage and attachment area were noted to be as expected and marks by use of a surgical instrument could be observed. During the visual of the suture pieces, it was noted stress and damage on the surface suture (fraying and slice/split), the ends of the suture were noted cut appears to be by use of surgical. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received suggest an improper handling. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.